Event description:
The customer reported the system reboots after taking a fluoro shot. The system did not harm the pt.

Manufacturer narrative:
The ge service rep replaced the tech processor boot rom, the int ckt atmel chip, and generator software. He tested the system for proper operation. The system operates as intended.